Event description:
The service tech found that unit would not operate via ac power. The service tech found error code that indicates that the unit restarted while in use on patient. The customer reported the unit was in use on a patient; therefore, there was no patient harm. The service technician replaced the power supply to correct the reported problem. Applicable final testing was completed and tests passed per operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.